Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06414. It was reported that the patient presented for an upgrade. During the procedure, the first right ventricular lead could not be implanted due to patient anatomy. A longer lead implant was attempted. The patient then began to show signs of a pericardial effusion, likely due to perforation from one of the new leads. During the treatment of this effusion, the newly implanted right ventricular lead dislodged. The new system was removed, and the old system was left in place. The patient was stable.